Event description:
It was reported that the pump began burning or melting. Reportedly, the customer was charging the pump with non-tandem provided charging supplies. Tandem technical support advised against using third party charging supplies to charge the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.